Event description:
The customer stated that she was hospitalized with a high blood glucose of 328 mg/dl, and the doctor wanted her to make changes to her basal rates. Assisted the customer with the changes. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.